Event description:
It was reported that, "pt was complaining of pain. Original modular neck was placed in carus position. We replaced with new modular neck in valgus position. Replaced with a +0x40mm femoral head and new 40mm insert."

Manufacturer narrative:
Device eval and results: visual inspection was performed as part of the material analysis report (mar), the neck to head taper of the modular neck showed no indications of degradation. The internal female taper of the head showed staining that likely occurred during explantation. The neck to stem taper of the modular neck showed a mechanically assisted corrosion process was taking place with material transfer occuring from stem to neck. No material or mfg defects were observed on the surfaces examined. Device history review: review of the device history records indicates all devices accepted into final stock met specs.; complaint history review: the product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed.; conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further info is required.